Event description:
It was reported that prior to using bd vacutainer® safety-lok¿ blood collection set, open unit packages were received resulting in compromised sterility and foreign matter, specifically, hair found inside. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot#: 22e19t2. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 19-may-2022. . D4. Medical device lot#: 22c21t2. D4. Medical device expiration date: 31-march-2024. H4. Device manufacture date: 21-march-2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® safety-lok¿ blood collection set, open unit packages were received resulting in compromised sterility and foreign matter, specifically, hair found inside. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-mar-2024. Investigation summary : material #: 367284. Lot/batch #: 22e19t2 & 22c21t2. Bd received 5 samples (four from lot 22c21t2 and one from lot 22e19t2) for investigation. The samples were evaluated by visual examination and the indicated failure modes for open unit blister and foreign matter with the incident lots were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes open unit blister and foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with corrected information: h6.: imdrf annex b code: b17 device not returned corrected to b14 analysis of production records.

Event description:
It was reported that prior to using bd vacutainer® safety-lok¿ blood collection set, open unit packages were received resulting in compromised sterility and foreign matter, specifically, hair found inside. No patient impact reported.